Event description:
A customer contacted baxter's (B)(4) regarding a compact exchange device (cxd). The home patient (hp) stated the device was broken and the inside piece was not going toward the bag to spike with the line in place. The technical service representative (tsr) arranged a swap of the device. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported difficulty of the inside piece not going towards bag to spike with line in place was not confirmed by visual/functional evaluation. The device was received with no external damage. The product analysis laboratory performed the spike/unspike operation using a spike/unspike test set and the device was found to be operating normally. No problem was found with the device. The assignable cause for the reported difficulty was undetermined. A review of the device history record found no issues that may have contributed to the reported problem of inside piece not going towards bag to spike with line in place. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A follow-up MDR will be submitted upon completion of the evaluation.